Event description:
At about 3 weeks after primary, the patient came in reporting pain due to joint luxation. The cause is unknown. The surgeon revised the liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07-may-2025. (B)(4) items manufactured and released on 22-oct-2024. Expiration date: 08-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: reverse shoulder system 04.01.0170 glenosphere: ø39x24.5 (k170452) lot. 2428633 (B)(4) items manufactured and released on 03-feb-2025. Expiration date: 20-jan-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.